Manufacturer narrative:
Zimvie complaint number cmp (B)(4) a4: patient weight unknown / not provided d1: brand name unknown / not provided d4: additional device information unknown / not provided d6: d6a. If implanted, unknown. G4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
Doctor reported bone loss with inflammation at tooth site 25. Implant was placed in 2012.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative DHR, sterilization, and complaint history review could not be performed, as the subject item and lot numbers associated with the product are not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.